Event description:
Three events reported recently involving three separate strykeflow suction irrigator malfunctioning. Two events involved staff observing smoke coming from the handpiece and battery pack. One event occurred where the device was leaking from the handpiece and would not stop.